Event description:
Country of complaint: (B)(6). Thread detached from needle during surgery.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 44 unopened units and 1 opened. Analysis and results: there are no previous complaints of this code batch. Received 44 closed samples and one open sample. There are no threads inside the open sample received, only three needles. Tested the needle attachment of the closed samples received and the results fulfill the OEM requirements. Final conclusion: complaint is not justified.